Event description:
It was reported that the physician could not implant a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025. The rv lp was not used, and a new rv lp was successfully implanted. The patient was stable throughout the procedure. Further information was requested but not received.